Event description:
It was reported air leaked from the balloon and detached.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Per the report, the device was removed/discontinued. Additional information has been requested, however, no additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below.